Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to rotate and lock the ilet connect adapter to secure the connector, despite attempting with a new connector and confirming cartridge insertion and a rewind, and the connector was later locked by another individual. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or need for medical care. Investigation included troubleshooting and education by customer support. Investigation of this case revealed that the device functioned as intended once the connector was locked, suggesting difficulty with connector engagement rather than a device malfunction. It was concluded that no device failure was identified and the event did not result in patient harm.